Event description:
It was reported that a home patient (hp) received a system error 2240 (air in line) alarm, with a cascading system error 2367 alarm. This occurred on the homechoice (hc) during the initial drain, while the hp was connected. There was nothing unusual noted about the supplies during troubleshooting. The technical service representative (tsr) advised the caregiver (cg) to start over with all new supplies and inform the registered nurse (rn) of the event. There was no adverse event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up report will be submitted.